Event description:
It was reported that, during pre-implant interrogation of this pacemaker, a code 1003 was recorded indicative of voltage too low for the remaining capacity. This device was never implanted and is expected to be returned. No patient involvement.

Event description:
It was reported that, during pre-implant interrogation of this pacemaker, a code 1003 was recorded indicative of voltage too low for the remaining capacity. This device was never implanted and was subsequently returned for analysis. No patient involvement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the device was returned in the original sterile packaging. An evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. It is expected behavior for the battery voltage to subsequently recover and return to normal levels once the device is removed from the cold temperatures. The battery did recover after the device was removed from the cold.